Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres within 10 seconds. The device was removed using the normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).